Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the product continues to run after pressing the stop button. No adverse consequences reported and the procedure was completed successfully.

Manufacturer narrative:
The product was not returned for investigation at stryker endoscopy however it was returned to the local stryker location. The reported failure mode could not be confirmed. The reported failure mode will be monitored for future reoccurrence. Failure mode. No positive failure mode related to the customer complaint could be verified, however cable failed leak testing and heating up of the handpiece due to the failure of the power train. Probable root cause. Breaking resistors on the flex circuitry due to stress on flex cable (due to manufacturing and assembly error combined with normal use stress). Membrane switch button contact shorts/opens, comes off location or corrodes due to heat from sterilization, moisture ingress or stress due to improper assembly. Broken traces on the membrane switch causing it to work intermittently. Improper/inadequate marking of buttons. Pcba component failure. Console not correctly delivering power to shaver. Use error. (B)(4).

Event description:
It was reported that the product continues to run after pressing the stop button. No adverse consequences reported and the procedure was completed successfully.